Event description:
Healthcare professional reported, left side rupture. And exchange, due to concern with textured product. Device has been explanted and replaced.

Manufacturer narrative:
Postal code: (B)(6). Health effect: impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange due to concern with textured product.

Event description:
Healthcare professional reported left side rupture and exchange due to concern with textured product. Device has been explanted and replaced.